Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. Found no unexpected pump error 23 alarms during testing. Found no pump error 15 alarms during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 15 alarm on the event date of 10-jun-2024 (file #: (B)(4), line #: (B)(4), esf#: (B)(4)) at 06:18:08.000 due to a possible software anomaly. Pump alarmed a pump error 4 alarm on the event date of 10-jun-2024 at 06:18:08.000. It is noted that the pump alarmed a pump error 23 alarm on the event date of 10-jun-2024 06:18:10.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, and end cap address label missing. Pump error 23 alarm was not confirmed during testing. Pump error 15 alarm was confirmed in the pump history files and traces due to a software anomaly. Pump error 4 was confirmed as a consequence of pump error 15 alarm. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump error 23 alarm, and the pump error 15 alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1880, and the customer response was the device will be returned.